Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2025 product type lead h3: analysis revealed that the lead (va1k2cz009) was cut through, and the product was returned segmented. In addition, it was found that for the lead (B)(6), all conductors were broken below the anchor 40.5 cm from the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a device revision procedure for the restore implantable pulse generator (ipg) due to end of service (eos), several issues were encountered. The healthcare professional accidentally cut one of the leads during dissection. Additionally, there were connectivity issues with electrodes 9, 12, and 13 on the pre-existing lead. During an attempt to re-style the lead with a stylet from another manufacturer, the lead fractured at the anchor site and the doctor believed it was severed by the stylet. Troubleshooting steps included wiping the lead at the connection site, reinserting the lead, and using an x-ray to retrieve the remaining lead, ensuring nothing was left in the patient. A new lead was placed, resolving the connectivity issues, and the procedure was completed successfully.

Manufacturer narrative:
Continuation of d10: product ID 97792 (serial: unknown). Product type: 0001-accessory. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.